Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device was returned for analysis. The device has several bents and kinks in the middle, proximal and distal part of the device. Also, it is broken and came to the site in two separate pieces. All outer diameter are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 20jul2016. It was reported that difficulty loading the rotawire occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use for an atherectomy procedure. During preparation, resistance was noted when inserting the rotawire into the rotalink plus. The wire was wet again and inserted to burr but resistance was still noted. The procedure was completed with another of the same device. No patient complications were reported and patient's condition was good. However, device analysis of the related burr complaint revealed that the wire was fractured.